Event description:
A customer reported that after beginning cataract surgery, the unit would not recognize the handpiece. No clear surgical or patient impact has been reported by the customer at this time. Additional information received from the customer indicates that the event occurred after the incision had been made. Following a delay of ten minutes, the surgery had to be completed using an alternate console. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).